Manufacturer narrative:
Product event summary: analysis could not confirm the customer comments that there was latency with the sensing and threshold testing, nor that it took awhile for the test to end when capture was lost and that there was noise on the electrocardiogram (ECG). It was noted that no ECG cables were sent in with the device, but repair was continued and the hard disk drive was reimaged and the current software reloaded as a preventative measure. Analysis was able to confirm the customer comment that "there were broken grey pieces from the side of the printer and the pieces are inside where the wand normally is" and therefore the printer drawer was replaced. (B)(4).

Event description:
It was reported that the programmer showed noise on the electrocardiogram (EKG) and latency with the sensing and threshold testing. It was noted it takes a while for test to end when capture is lost. There are broken gray pieces from side of printer and the pieces are inside where wand normally is. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer showed noise on the electrocardiogram (EKG) and latency with the sensing and threshold testing. It was noted it takes a while for test to end when capture is lost. There are broken gray pieces from side of printer and the pieces are inside where wand normally is. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.